Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body and blocked silicone tubing. Functional testing, including leak testing, clear passage testing, and clamp function testing was performed and it was noted that the blocked silicone tubing was acceptable after manipulating the tubing. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "deep blue part" (female connector) of a minicap transfer set had loosened and needed to be pushed back into the light blue part (mainbody). This was observed after use of peritoneal dialysis therapy. It was further reported that there was " blockage" of the transfer set during drain. The transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.